Event description:
It was reported that two days after an unknown procedure, bleeding became serious from the operation site. They used suture to close the wound. No transfusion was required. It is unknown how much blood the patient lost.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.